Event description:
It was reported that upon reviewing xray, noticed that the bolt or stem was fractured. When surgeon went into joint, proximal body disassociated from stem and distal stem was fractured at base of proximal body.